Event description:
Inflation balloon would not deflate enough to be removed from the scope. Used the pump to deflate- it went down but not enough to be removed from the scope. Disconnected the pump and connected a syringe and tried to remove any water. Tried to remove the balloon again and it would not budge. Had to remove scope and cutters to cut in 1/2 to get the equipment out of the scope.